Manufacturer narrative:
Samples received: 1 unopened and 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market 540 units of this code batch. There are no units in our stock. We have received one closed and one open and used sample with the thread broken. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 2.59 kgf (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.